Manufacturer narrative:
The photos attached to the complaint confirmed that the membranes were pierced through. The technician's simulation confirmed that punctured grommet membrane allows air to escape and there is no risk of the automatt overinflating when the patient is lying on the mattress, and therefore there is no risk of patient's fall. The cause of the automatt over-inflation is incorrect circulation of the air in automatt sensor pad (mattress base) due to inner tube damage. The tpu tube may break over time due to the extruding force of the silicone tube and the external bending force. In summary, the nimbus 4 mattress did not meet its specification since the automatt sensor pad was faulty. No patient was involved and no injury was sustained. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated).

Manufacturer narrative:
The investigation is ongoing. Additional information will be provided upon the investigation's conclusion. The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
During the preventive maintenance, it was noticed that the automatt sensor pad was faulty, causing the mattress to be overinflated. The issue was not reported by the customer. There was no patient involvement and no injury was sustained. When the load was applied during testing, it has been confirmed that the mattress was deflating as expected. The faulty automatt was replaced with the new one. The mattress was returned to the customer.